Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ¿up¿ and ¿down¿ buttons were under responsive. It was reported that the keypad cover was undamaged and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/01/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be intact and free of damage. Evaluation revealed that the up and down arrow keypad buttons were intermittently responsive. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to this complaint, the display screen was observed to be dim and discolored.